Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had a foreign object in the jet tube, identified as white foreign material, as well as clogging of the jet tube in the control unit, water cannot be supplied (white foreign material). There was no patient involvement.